Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.